Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered from abnormal bleeding, incontinence, significant weight loss, mesh erosion, foul odor and recurrence of pelvic organ prolapse. The patient also suffered from urinary tract infections, vaginal infections, dyspareunia, feelings or pressure and fullness, pelvic and lower back pain. All other information is unknown and unavailable.